Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure - no information available, device - no information available. Patient outcome: f26: no health consequences or impact. Event description: ecn event description: at the beginning of right pvi (left side done) patient's tension dropped. Sonogram revealed a pericardial effusion. Considered not major by the physician. We continued the rspv ablation. Anesthesiologist was unable to manage the patient's blood pressure. During the preparation of the aspiration the patient flatlined (for a total of 7 minutes). After drainage and CPR, patient regained a cardiac rhythm. A total of 1.8 l of blood was drained. Patient was transferred to a cardiac surgery's ICU. After discussion with the physician, we couldn't find a reason for the effusion. Note: the starter guide wire was used the drainage procedure and was not used when we found the effusion. Patient present at time of event?: yes. Patient complications: pericardial effusion, bleeding, hypotension, cardiac arrest in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: aspiration of the effusion patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: unknown device acquired from a distributor?: no. Event date: 2026-3-9. As reported device codes: 2099: no known device problem. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2026. Type of procedure: pvi ablation farapulse no mapping. Country of event: france. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.